Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. A afb stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "potential false positives due to low temp; customer was instructed to smear tubes that became positive in the timeframe where the drawer temp dropped below spec. The issues stopped after the heater was replaced under case (B)(4)."

Manufacturer narrative:
Investigation summary: customer reported a false positive issue on issue on a bd bactec mgit 960 instrument (p/n 445870, s/n (B)(6)). Customer reported potential false positives due to low temperature. A bd system service engineer (sse) reviewed log file and confirmed that the false positives were contributed due to the low temperature for more than 5 hours. The customer was instructed to smear tubes that became positive in the timeframe where the drawer temperature dropped below specification. The issues were stopped after the heater was replaced under case (B)(4). Review of the device history record not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is a confirmed failure of a bd product. The root cause is defective heater. No new trends, risks, or hazards were identified as a result.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. A afb stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: potential false positives due to low temp; customer was instructed to smear tubes that became positive in the timeframe where the drawer temp dropped below spec. The issues stopped after the heater was replaced under case (B)(4).